Event description:
According to cutomer, two differnent sample recovered false low total bilirubin (tbil) results when run on synchron chemsitry anlayzer when a microtube. Patient b the tbil test gave a sample level sense error. The microtube was inspected and was found to be empty. Per the customer's protocol, the primary tube was respun and some plasma was poured inot a microtube. The sampe was re-run and a 0.0 mg/dl result was obtained. An edta sample was used to verify the result and a 7.8 mg/dl tbil result was obtained. This result reported. The customer was instructed by the supervisor to use a dead volume value of 10 ul. The correct bci microtube volume is 60 ul. There has been no change to patient treatment that can be attributed this event.

Event description:
According to the customer, two different samples recovered false low total bilirubin (tbil) results when run on synchron chemistry analyzer when using a microtube. Patient a had a chemistry panel ordered. All results were acceptable, with exception of the tbil result of 0.0 mg/dl. The sample was rerun with the remaining sample and a 0.0 mg/dl result was obtained. The 0.0 mg/dl result was reported. A new sample was redrawn with a result of 5.5 mg/dl. The customer was instructed by the supervisor to use a dead volume value of 10 ul. The correct bci microtube volume is 60 ul. There has been no change to patient treatment that can be attributed this event.